Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia reported at 40 mg/dl while using the ilet and treated the event with soda and candy. The user did not announce meals and reported not knowing how to bolus for meals, leading the system to adapt with more aggressive basal and correction behavior and resulting in hyperglycemia reported at 366 mg/dl and improper technique for treating lows. The device component was not implicated. Symptoms included hot flashes/flushes and shaking/tremors consistent with hypoglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user received troubleshooting, education on correction protocols, and assignment for additional training, and oral glucose was recommended for low treatment.